Manufacturer narrative:
B5: per updated information cause of this event is unknown. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -7.0/2.0/089, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.